Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire removal difficulties were encountered and vessel spasm occurred. Lower leg angiogram was performed. The target lesion was located in the superficial femoral artery. A 300 cm journey¿ guide wire was advanced to cross the lesion. However, during withdrawal, the physician could not remove the device. It looked like the device was stuck in the vessel. The physician then advanced a catheter and removed the guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. It was also further reported that it appeared that the vessel may have spasm.